Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapters were defective and caused leakage during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: there has been no overt pt harm to my knowledge. Yesterday, the nurse saved another tubing that she found to be leaking. I asked her to make sure she had the lot number. We discovered that may be hard to do because we "set up" several ivs at one time to facilitate the process first thing in the morning and so several tubing packages are opened at once. Additionally, I was placing ivs again yesterday and the stop cock plastic just seemed to be very stiff. There was no "twist" in them at all which led me to feel unsure if I had tighten it or not. I re-checked it later and it appeared fine but I don't like this tubing.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapters were defective and caused leakage during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: there has been no overt pt harm to my knowledge. Yesterday, the nurse saved another tubing that she found to be leaking. I asked her to make sure she had the lot number. We discovered that that may be hard to do because we "set up" several ivs at one time to facilitate the process first thing in the morning and so several tubing packages are opened at once. Additionally, I was placing ivs again yesterday and the stop cock plastic just seemed to be very stiff. There was no "twist" in them at all which led me to feel unsure if I had tighten it or not. I re-checked it later and it appeared fine but I don't like this tubing.